Event description:
It was reported a novum iq large volume pump under infused. In the neuroscience intensive care unit (nsicu), the patient was on a cardene infusion, and reportedly the patient¿s blood pressure was ¿difficult to control.¿ once the pump was swapped ¿the blood pressure dropped and was within the goal within five minutes.¿ no further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.